Event description:
A patient reported that the battery of their device did not last as long as it initially did, necessitating daily charging to prevent it from dying. Additionally, the patient mentioned scratches on the screen that impaired readability and an issue with the date setting. There was no reported impact on the patient's blood glucose level. The patient declined further follow-up from customer support, and since the device was out of warranty, they were in the process of renewal. No additional information was provided regarding further outcomes or actions taken.